Event description:
Related to MFR report # 2183959-2012-02695: it was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate anterior repair system on (B)(6) 2010 to treat her urinary incontinence and/or pelvic organ prolapse. It was alleged the plaintiff was not able to return to work following surgery until (B)(6) 2010. In (B)(6) 2010, the plaintiff experienced urinary incontinence, abnormal vaginal bleeding, pain, painful intercourse, vaginal bulging and pressure. Upon assessment, she was found to have vaginal mesh erosion with pain, incontinence and rectocele. She was prescribed vaginal estrace cream, but it did not relieve her symptoms. On (B)(6) 2011, the plaintiff underwent surgery to excise the mesh that had eroded into the vagina along with a posterior colporrhaphy, perineorrhaphy, and cystoscopy. The plaintiff was unable to return to work until (B)(6) 2011. The plaintiff continued to suffer from abnormal vaginal bleeding, painful intercourse, and right sided pain with palpable mesh. On (B)(6) 2011, she underwent another procedure to excise eroded mesh. The plaintiff did not return to work until (B)(6) 2011. (B)(6) 2011, the plaintiff noticed a bulge at the vaginal introitus and a new uterine prolapse was diagnosed. On (B)(6) 2012, the plaintiff underwent surgery for a total vaginal hysterectomy, apical uterosacral ligament suspension, cystoscopy, and excision of additional mesh as needed as the uterine prolapse had become too uncomfortable. The plaintiff was not able to return to work until (B)(6) 2012. Following the initial implant and subsequent surgeries, the plaintiff suffered debilitating injuries, excessive scar tissue and/or fibrotic formation, impairment, mental anguish, and mental, physical, chronic, and debilitating pain.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.